Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer changed their infusion set, gave themselves a manual dose injection and went to the emergency room where they were admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 3/31/2024 with no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.